Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed that no further issue has been submitted for this unit since its manufacturing date in 2019. The push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, most likely its internal spring is faulty. Based on the above, considering that the reported error occurred at setup, prior to procedure, and that no issue with the internal boards nor hall sensor was confirmed, the claimed error was most likely related to manipulation by the user of the pump without switching it off. The failure to power up and troubleshoot the error was instead related to a faulty spring of the push button switch, due to wear. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer's site and may have contributed to the event.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in japan. The complained pump was verified, and the issue was confirmed: when the main power is turned on, the pump turns on and confirms normal startup. When I turned off the power to the pump and then turned it on again, the switch when turned on we confirmed that the switch position when turned on was not maintained and returned to the off state. We replaced the switches. After replacement, normal startup was confirmed if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, while powering up the pump, an error was displayed and the power would not turn on even if it was turned on. There was no patient involvement.